Event description:
Additional information has been received that the reporter suspect that the injectors are the ones that have presented defects since the lenses are verified before assembly under a microscope and at that time no damage has been observed in the lens until after that the injector has been used for implantation.

Manufacturer narrative:
Based on our observation of the attached photo, a crack can be seen on the optic. A crack can occur in this section of the iol if the iol is placed incorrectly in the delivery device and/or if the correct dwell time is not adhered to as this can result in stress on the iol as it travels through the delivery device/cartridge resulting in a crack/fracture of the optic. The cartridge IFU instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. It also instructs that prior to loading the iol, the cartridge must be used at operating room temperature of between 18°c and 23°c. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The iol IFU instructs: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. In addition to this, company foldable iols are qualified for use with an company qualified delivery system and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the reporter suspect that the injectors are the ones that have presented defects since the lenses are verified before assembly under a microscope and at that time no damage has been observed in the lens until after that the injector has been used for implantation.

Manufacturer narrative:
Based on our observation of the attached photo, a crack can be seen on the optic. A crack can occur in this section of the iol if the iol is placed incorrectly in the delivery device and/or if the correct dwell time is not adhered to as this can result in stress on the iol as it travels through the delivery device/cartridge resulting in a crack/fracture of the optic. The cartridge IFU instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. It also instructs that prior to loading the iol, the cartridge must be used at operating room temperature of between 18°c and 23°c. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The iol IFU instructs: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. In addition to this, company foldable iols are qualified for use with an company qualified delivery system and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the implantation of lens it was observed that there was mark or crack or fissure on optic of lens when observed through the microscope. Additional information has been received that there was no patient harm. There are three medical device reports associated with this file. This report is associated with the 3 of 3 files.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo review: provided photos shows implanted iol (intraocular lens). A crack/ mark/line is visible in over the gusset area. The manufacturer internal reference number is: (b/)(4).